Event description:
The following information was received from global pharmacovigilance (gpv) and is a report from a consumer in (B)(6) of peritonitis in a patient coincident with dianeal 1.5 and dianeal 2.5 therapy. On an unknown date, the patient was diagnosed with peritonitis. It was unknown what caused the peritonitis. The patient was hospitalized on (B)(6) 2012. Treatment rendered for the events was not reported. Patient is recovering from peritonitis. Gpv followed up with the nurse on (B)(6) 2012, and the nurse declined to provide any additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h11b24094, h11h30056, h11j05089, and h11i07086. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event.